Event description:
Pt developed headache and pocket of fluid in back 8-9 days prior to surgical exploration of l4-5 laminectomy site. On examination the pts intrathecal catheter was found to be broken in half. A connector was used to reconnect the broken ends. The catheter was slid back into position and the wound was closed.